Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the historical performance of lot 46392un19, a review of the device history record, and a review of product labeling. Review of the ticket trending and lot search did not identify an increase in complaint activity related to the complaint issue. World wide data was used to evaluate the performance of reagent lot 46392un19. This evaluation did not identify any unusual reagent lot performance and results were within the established limits. A device history record review was performed on lot 46392un19, which did not show any related potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated troponin result when processing on the architect i2000sr. The customer reported the initial and retest results for sid (B)(6)were 0.102 ng/dl and 0.0 ng/dl, respectively. Another blood draw from the patient generated a negative result. The customer uses a cutoff of greater than 0.031 ng/ml. No impact to patient management was reported. (B)(4) edition 019, when the observed troponin result was a verified false negative or false positive troponin result, the event is reportable.